Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional log files were submitted for evaluation. The latest data showed a decrease in power with an increase in flow without change in set speed. The harmonic compensation has also resolved. The data was interpreted as a good sign.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the increased motor power, rotor instability as well as harmonic compensation fault flags; however, a specific cause for the change in pump parameters could not be conclusively determined through this evaluation. Of note, the patient required systemic rv implant for fontan physiology. Multiple sets of log files were provided that collectively contained events from (B)(6) 2024. The log files captured the reported pump exchange, as well as harmonic compensation fault flags and increased current draw, rotor displacement, rotor noise, and pump temperature. Increases in rotor noise resulting in rotor noise faults were also observed. Harmonic compensation fault flags remained active until (B)(6) 2024 at 21:42:22, when they appeared to resolve. Current draw, rotor noise, rotor displacement, and pump temperature decreased significantly following this event, and no further notable events were captured. The harmonic compensation flags appeared to have resolved. The pump appeared to function as intended for the duration of the file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU also provides an explanation of all pump parameters, including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow causes erroneously high flow readings. Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also explains that changes in patient condition can result in low flow. Section 8 of the patient handbook also contains a section on handling emergencies. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted under the new pump. The event and periodic log files both captured (f67) harmonic_compensation lvad fault flags during their histories. These events did not interfere with pump function. It also recorded that the left ventricular assist device (lvad) temperature values increased during this period. This was an indication that the motor was consuming more power to maintain speed. Additional log files were submitted. The periodic log file ended with the set speed at 6600rpm and while operating at 6600 rpm, the flows were ranging from 4.4 to 5.1lpm. The event log file ranged from 08:06:32 to 12:00:05 on 23oct2024 with a set speed operating at 6600 rpm with flows ranging from 4.6 to 5.1 lpm. No concerning changes to the pump log file temperature, rotor noise, or displacement parameters were noted.